Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was not opening. The technical support specialist (tss) had contacted customer and used the tester application to investigate, identified the cubie as faulty during troubleshooting, and advised the customer to contact the pharmacist to replace the cubie. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie lids 09 and 10 did not open during medication access. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.